Manufacturer narrative:
H11: the affected unit will be shipped to livanova deutschland for a detailed investigation and repair activity. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in leeds, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values (e19 error code) during setup. There was no patient involvement.